Manufacturer narrative:
Reporter is a synthes employee. Part: 319.090-us, lot: 20p8518, manufacturing site: (B)(4), release to warehouse date: january 27, 2020. A manufacturing record evaluation was performed for the finished device part: 319.090-us, lot: 20p8518, and no non-conformances were identified. Service and repair evaluation: during routine incoming inspection of a loaner set at fsl ups (B)(4) site, it was observed that the depth gauge for small screw was bent. The repair technician reported the tip was bent. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: depth gauge for small screws. The item was repaired per the inspection sheet, passed synthes final inspection on august 5, 2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at the field service location, it was observed that the depth gauge for small screw was bent. There was no known patient or hospital involvement. This report involves one (1) depth gauge for small screws. This is report 1 of 1 for (B)(4).